Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Customer stated crack on the battery side of the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and cosmetic damage located at the battery tube found on sep 18, 2021. Device alarmed pump error 35 during rewind and turned into a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 and force sensor.¿successfully downloaded firmware using crest. Thus was successfully used to download history files before a open book was triggered. Xtest was used to download bootloader traces. No critical or fatal errors noted in the pump history, however, bootloader traces indicate an rf test failure triggered the critical pump error (open book image) alarm due to moisture damage on the rf chip as well as a bootloader traces indicate that a main hal hw error caused a critical error that triggered the critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, corroded battery tube, missing display window/cover and minor scratches on lcd window. In summary, customers alleged critical pump error (open book image) alarm confirmed due to pump error 35, bootloader main rf test and main hal hw error . Unable to download history files and traces confirmed. Pump exposed to moisture confirmed at pcba 1, pcba 2 and force sensor. Additionally, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.